Manufacturer narrative:
This product is registered as a combination product. The final analysis revealed a complete lead was returned in three pieces - connector portion (a) 5.7 cm, middle portion (b) 13.3 cm, distal portion (c) 48.2 cm. Visual inspection of the lead found an external insulation abrasion in the middle portion at 16.5 cm to 16.8 cm from the connector pin, consistent with friction to the device can. There was no outer coil in the abrasion zone due to damage occurring at time of procedure.

Event description:
This report is to advise of an event observed during analysis.